Event description:
As reported by the field clinical specialist (fcs), during implant of a 23 mm sapien 3 ultra valve in the aortic position within a non-edwards transcatheter aortic valve, after placing the first 23 mm sapien 3 ultra valve in the intended position of 80/20, the decision was made to post-dilate it with a 23 mm tru balloon. Following the balloon dilatation to 18 atm's, the patient had wide open central regurgitation and started to decompensate. The decision was made to place a second 23 mm valve, which resolved the central regurgitation and the patient started to stabilize after CPR and medications. The patient left the room intubated, but in stable condition. The perceived root cause of the event was "the pressure from the tru balloon injured the s3u leaflet. It was felt that having to push this pressure against not only the magna, but the non-ew valve caused that force to press too hard against the s3u leaflet", but they aren't sure why the s3u leaflet was damaged.

Manufacturer narrative:
The investigation is ongoing.